Manufacturer narrative:
Additional information: section h manufacturer narrative part analysis: the report of pyxis mini main (drawer failure) was confirmed by the fse. Under work order wo (B)(4), the fse tested the station and confirmed a failure in drawer 1. The controller module screws were accessed using a screwdriver head tool through a 3 inch gap. After completing the module access, cubex configured the replacement pcba remotely. The customer verified drawer functionality with cubex support and fse witnessing, and multiple cycle counts were performed, all satisfactory. Laboratory inspection confirmed that the received pcba pmc pyxis mini fw1 12 was in good condition. No physical damage, missing components, or signs of deterioration were observed. Dchu laboratory testing then continued at the test points, where tp504 and tp503 showed a resistance of 0.9, indicating that the pcba pmc pyxis mini fw1 12 was failing according to the schematic. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported drawer failure was identified as a shorted circuit between test points tp504 and tp503 caused voltage inputs to short to ground.

Event description:
It was reported that when using the bd pyxis¿ medbank mini had a drawer failure. As per part investigation, it was determined that a short circuit between the test points caused the voltage inputs to short to ground. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank mini had a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1 full-height cubie drawer was not recognized and required board replacement. A field service engineer (fse) tested the station, and drawer 1 failed. The station could not be moved away from the wall as the mounting wouldn¿t budge, even after removing retainer screws. The fse contacted cubex, spoke with three different support technicians, and shared visuals via phone camera but received no resolution. Using a leatherman tool screwdriver head, the fse managed to unscrew the controller module screws through a 3-inch gap between the wall and the stations rear. The task was eventually completed, and cubex support configured the replacement printed circuit board (pcb). Escort verified drawer functionality with cubex remotely dialed in while the fse witnessed, and several cycle counts were performed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini had a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.